Manufacturer narrative:
510 (k) number; k160229 cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington, indiana 47402-4195. Importer site establishment registration number: (B)(4). This follow up report is being submitted as a correction report to update the relevant lot number. 1 x echo-hd-22-ebus-o-c of lot # c1535842 was returned to cirl for evaluation. The needle was seen to be broken distally in the lab, the broken part of the needle was not returned. Complaint is confirmed as failure was confirmed during lab evaluation. Prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o-c device of lot number c1535842 did not reveal any discrepancies that could have contributed to the issue. The instructions for use, which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As the clinical settings cannot be replicated within the laboratory, a definitive root cause for the failure cannot be determined. A possible cause for the break in the needle may be due to scope position; information provided says that the scope was in a flexed or twisted position. As per information provided, the needle tip remained in the patient because the physician couldn't find it. It also states that the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted as a correction report to include the relevant lot number of this device. Initial report details: as per problem statement: rep reported via phone on 21/12/2018 @ 2.09pm. Tip of needle broke and remained in patient. Lot to be confirmed. As per complaint form: after the puncture the physician removed the needle from the scope and saw that the tip of the needle was broken off. The physician could not find the needle and the tip remained in the patient.

Manufacturer narrative:
510 (k) number; k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. 1 x echo-hd-22-ebus-o-c of lot # c1535842 was returned to cirl for evaluation. The needle was seen to be broken distally in the lab, the broken part of the needle was not returned. Complaint is confirmed as failure was confirmed during lab evaluation. Prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o-c device of lot number c1535842 did not reveal any discrepancies that could have contributed to the issue. The instructions for use, which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As the clinical settings cannot be replicated within the laboratory, a definitive root cause for the failure cannot be determined. A possible cause for the break in the needle may be due to scope position; information provided says that the scope was in a flexed or twisted position. As per information provided, the needle tip remained in the patient because the physician couldn't find it. It also states that the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. Initial report details: as per problem statement: rep reported via phone on (B)(6) 2018 @ 2.09pm. Tip of needle broke and remained in patient. Lot to be confirmed. As per complaint form: after the puncture the physician removed the needle from the scope and saw that the tip of the needle was broken off. The physician could not find the needle and the tip remained in the patient.

Manufacturer narrative:
510 (k) number; k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
As per problem statement: rep reported via phone on 21/12/2018 @ 2:09 pm. Tip of needle broke and remained in patient. Lot to be confirmed. As per complaint form: after the puncture the physician removed the needle from the scope and saw that the tip of the needle was broken off. The physician could not find the needle and the tip remained in the patient.